Event description:
The customer reported a ventilator that was displaying the circuit fault alarm each time on start up. According to the customer, biomed confirmed the issue. No pt involvement. Carefusion tech support dispatched field svc to evaluate the unit/verify the reported issue.

Manufacturer narrative:
(B)(4). Field svc evaluated the unit and confirmed the reported issue. The customer was advised that at the present time, there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to svc.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported to carefusion that the avea unit was alarming high ppeak and circuit occlusion. There was no patient involved at the time of the incident. Customer reported that no patient harm or injury occurred.